Event description:
On (B)(6) 2010, pt stated that the pump is alarming with an e6 (mechanical error). Pt stated 4 days ago, she noticed that there was insulin in the cartridge compartment that she had to pour out. She stated she then dried the cartridge compartment that same day and continued to use the infusion device. Pt reported she thinks it was the cartridge leaking although she did not see any visible cracks. Pt reported she installed a new battery before she called. Had pt go through the change the cartridge process. Assisted pt to reset the infusion device to the partial cartridge originally in the infusion device at the time of error and had her prime the tubing; infusion device gave another e6 (mechanical error). No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.